Event description:
On 10th november 2023, it was reported by a sales rep. Via email that an ar-2386-08, quadpro¿ harvester, 8 mm, was noted that the white sterile peel was not on the quad harvester and was therefore not sterile. This was detected during a quads acl case on 10th november 2023, where the loan equipment was sent to grace hospital. The case was completed successfully by putting aside this unsterile 8mm quadpro harvester and opening a new a new quadpro harvester. The unsterile quadpro harvester had been isolated & marked, and will be sent back to loans nz.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to mishandling the device by the end user. The complaint allegation was confirmed based on the customer's attached picture where the blister containing the device is missing the lid.